Event description:
Info received indicates the head of the bed is drifting.

Manufacturer narrative:
The technician replaced the high/low valve to repair the bed. The facility will continue to monitor the bed.